Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: usage stress, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the curved rubber bonding section of the videoscope chipped. Additionally, the grip and up/down plate was sticky. A flare/ghost occurred due to chip on the objective lens. There was no patient involvement.